Event description:
Pt reported experiencing high blood glucose (500 mg/dl-600mg/dl) in 2004. The next day pt was admitted to the hosp for treatment. Pt was treated with an insulin IV and morphine. Pt was released from the hosp five days later.